Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the patient had a powerpicc implanted via the left basilic vein and the catheter was placed in the axillary vein on (B)(6)2023. On (B)(6) 2023, blooding and exudate were observed from the insertion site. (B)(6)2023, blood return could not be confirmed. Therefore, the device was removed from the patient¿s body. There was no reported patient injury. No other information was provided. This report addresses the event occurring (B)(6)2023.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the alleged problem could not be reproduced. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation showed little use residues throughout the returned device, and nothing remarkable was observed upon an initial visual observation. A functional test of attempting to infuse and aspirate water into the device using a 12 ml syringe revealed the catheter to be patent to infusion and aspiration with no observed leaks. The device was then pressurized, and an attempt to infuse water into the catheter did not reveal any leaks. Due to the inability to recreate the stated failure, the complaint of a leaking catheter cannot be confirmed. Possible causes of the observed reported event may include tip location and fibrous encapsulation of the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a powerpicc implanted via the left basilic vein and the catheter was placed in the axillary vein on (B)(6) 2023. On (B)(6) 2023, blooding and exudate were observed from the insertion site. On (B)(6) 2023, blood return could not be confirmed. Therefore, the device was removed from the patient¿s body. There was no reported patient injury. No other information was provided. This report addresses the event occurring (B)(6) 2023.